Manufacturer narrative:
The biomedical engineer reports that the staff noticed that the bedside monitor display showed all waveforms stop and restart during a case. The staff power cycled the device and did a "delete data" however, the issue still remained. The device was switched out with a working device. By the time the biomedical engineer had a chance to test the device there were no issues. Biomedical engineer was asked to check the connection between the input unit and the host monitor. The customer was instructed to contact nihon kohden after additional troubleshooting. The customer reported that they found no issues. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the staff noticed that the bedside monitor display showed all waveforms stop and restart during a case.